Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper creep out occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "we have had 3 in the last few weeks where the caps were not fitting correctly. They do not have a deficiency noted before use, but when the tube fills up the cap pops up and will not stay secured on. The rubber inside is off center with the top left being the side that separated from the side of the container and caused a leak." 3 occurrences were reported.

Event description:
It was reported that stopper creep out occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "we have had 3 in the last few weeks where the caps were not fitting correctly. They do not have a deficiency noted before use, but when the tube fills up the cap pops up and will not stay secured on. The rubber inside is off center with the top left being the side that separated from the side of the container and caused a leak." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, testing of the customer samples was performed and stopper pop off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.